Event description:
It was reported that a patient underwent strabismus surgery on an unknown date and suture was used. The patient developed inflammation 2-3 weeks after surgery and may also have developed a tenon¿s cyst. The surgeon observed lot-specific differences in suture handling characteristics, including increased friction, knot resistance, and knot bulk. Retained samples are available for investigation. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: over the past month, I have observed an unusual cluster of postoperative inflammatory reactions following routine strabismus surgery. Approximately 6 out of 50¿60 operated patients developed delayed inflammation occurring 2¿3 weeks after surgery. The clinical presentation included diffuse conjunctival congestion, marked chemosis, photophobia, and anterior chamber inflammation (approximately 2¿3+ cells and 2¿3+ flare). The inflammation responded well to intensive topical corticosteroids, and some patients also required oral corticosteroids. In addition, I have noticed an increased incidence of tenon's cysts/conjunctival inflammatory nodules during the same period. While reviewing the surgeries, I identified a noticeable difference in the handling characteristics of one particular vicryl lot. Compared with previous lots that I have routinely used for many years, this lot demonstrates: - significantly increased friction while passing through sclera. - greater resistance while tightening knots. - larger knot bulk despite using the same knot configuration and number of throws. - overall rougher handling characteristics compared with previous lots. As a high-volume strabismus surgeon, this difference was immediately apparent during surgery and has raised concern about a possible lot-specific issue. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: **if additional patients are involved, please add additional product complaint files. One for each patient. It was reported in the event description that retained samples are available. Are the retained samples from the manufacture site or are they the customer¿s retained samples? Will these samples be returned? If so, please provide the return date and tracking information. Please return the retained samples directly to jvsf. When using sendflex, uncheck ¿un3373¿ and samples will go directly to jvsf. For each patient please provided the following: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of strabismus surgery? Were any concomitant procedures performed? On what tissue layer was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. Does the surgeon prescribe a standard post-op prophylactic care? If yes, please describe. Were post-op instructions followed by the patient? Did the patient use any over the counter medication or non prescribed medications? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Were any pre-op cleansing procedures changed recently? If yes, please describe.